Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system suddenly rebooting. During troubleshooting, the fse found that issue is due to system software. Fse restored system software. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the suite pc is continuously rebooting after being powered on. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.